Event description:
It was reported that indicated battery charge dropped by about 65% in a short period of time earlier in the day, but this did not cause unexpected pump shutdown. There was no reported impact to the customer¿s blood glucose level. Technical support provided education on battery best practices, and customer was advised to monitor system and call back if issue persisted, with no additional information received regarding the outcome of the event.